Manufacturer narrative:
Product investigation is in progress.

Event description:
Had 2 of your tampons get stuck- vagina [foreign body in reproductive tract] odor feminine area [genital odour] fever all over [pyrexia] the strings have fallen off- tampon [device breakage] case narrative: consumer reported via email that the tampon strings fell off. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Had 2 of your tampons get stuck- vagina [foreign body in reproductive tract] odor feminine area [genital odour] fever all over [pyrexia] the strings have fallen off- tampon [device breakage] case narrative: consumer reported via email that the tampon strings fell off. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had 2 of your tampons get stuck- vagina [foreign body in reproductive tract] odor feminine area [genital odour] fever all over [pyrexia] the strings have fallen off- tampon [device breakage] case narrative: consumer reported via email that the tampon strings fell off. No serious injury was reported.